Event description:
The patient had a right shoulder rotator cuff repair. Three weeks post operative patient developed redness around the absorbable suture line. Patient required incision and drainage and the absorbable sutures were removed. Patient is on antibiotics and wound has been left open.